Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. Global transmitter final functional test was performed and the transmitter failed as it failed the software version. The customer complaint of loss of connection was confirmed. The root cause was determined to be a failed transmitter.